Event description:
I never had any female problems at all until I found out what the dr implanted in me. I was not told I was having flishie clips. In the next two months after the procedure I am still in pain. I have been to the dr and have had xrays, my joints hurt so bad, never had any problems at all not to mention that every time I ovulate it feels like I'm about to blow up and I have a constant throbbing pain in lower back and stomach that I have to take advil everyday just to function.